Event description:
New information received notes that the patient presented in clinic for testings. All shocking impedance measurements were normal. Programming change was made. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high defibrillation impedance via merlin transmission. The value was greater than the monitor level but still within functional ranges. Programming changes and further testings were discussed. There was no patient consequences.